Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized for trans-septal puncture (tsp). A watchman fxd curve access system was positioned and a 31mm watchman flx closure device and delivery system (wds) was advanced. The wds was deployed and released in the intended location with no recaptures. Post-procedure, a potential pe surrounding the right ventricle was monitored for 10-15 minutes with no visible change. The patient was sent to recovery with an order for transesophageal echocardiogram (tee) for two (2) hours post-procedure. The tee showed the pe had grown in size, but the patient remained hemodynamically stable. Several physicians compared the tee images, and the patient was brought back to the catheterization laboratory four (4) hours post-procedure and a pericardiocentesis was performed. Approximately 1l of blood was drained. The pe appeared smaller but continued to slowly grow. Thirty (30) minutes into the pericardiocentesis, a surgeon was called, and a drain was placed; however, the pe showed no signs of stopping. Two (2) doses of kcentra and several rounds of fresh frozen plasma were administered but the pe continued to show no signs of stopping. The patient continued to remain hemodynamically stable. After two and a half (2.5) hours of attempting to slow the pe, the patient was transferred to the operating room. A small perforation was located in the anterior right ventricle wall which was surgically repaired. Bleeding at the site stopped. The patient was extubated later that evening and doing well the next morning. The patient is expected to fully recover. The physician does not believe the watchman caused the perforation. The physician suspects the versacross connect system may have caused the perforation while attempting to manipulate around the pacemaker wires prior to tsp. It was also noted that a non-boston scientific j wire was maneuvered quickly across the patent foramen ovale when attempting to gain superior vena cava access.